Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during routine microbiological surveillance after reprocessing, the colonovideoscope tested positive for >100 colony forming units (cfus) per endoscope. The culture identified pseudomonas aeruginosa and citrobacter freundii as indicator microorganisms. The microbiological sampling was performed on march 20, 2026. Although the initial information indicated possible patient infection, the customer subsequently confirmed that there was no patient contamination or infection associated with this event. No contamination or any other serious deterioration in the state of health of any person, to which the device could have been a contributory cause.